Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported non-critical issue. The therapy pcb assembly was replaced for this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed therapy pcb assembly was further evaluated by physio. Physio observed that the pcb caused a mock test setup to be unable to display paddles ECG and no defibrillation function. Physio determined that integrated circuit, designator u57 had become electrically shorted which caused the observed issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of a pcb removed from the customer's device physio observed that the pcb caused a mock test setup to be unable to display paddles ECG and no defibrillation function. There was no patient use associated with the reported event.